Manufacturer narrative:
D3: correction. D9: 26-dec-2024. H3: the device history record of reported lot number 6005586 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. One cassette was received for analysis. No damage or anomalies were observed during visual inspection. Functional testing was performed, and a leak was observed to be coming from the internal bag at the seal. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was leaking, and the leak was noticed after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement.